Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient underwent the bilateral tka surgery with the femoral component in question. The event took place in sequence as follows: surgery on the left side was started after preparing both right and left implants side by side. In the stage of using the implant, the sales rep handed the femoral component on the right side to the nurse despite the surgery on the left side by mistake. An implant check was performed between the nurse and the surgeon, and no one noticed the error even when it was opened by the nurse. The sales rep noticed that the right and left were wrong after the implant was placed with cement and the suture began. Femoral component was removed using fleas, k-wires, or a femoral grasper. At that time, the bone became stuck to the implant and came off. A bone graft was performed in the space where the bone had come off, and a larger amount of cement than usual was used for fixation. The surgery was completed successfully with 30 minutes delay. The surgeon commented that checking of the right and left sides was insufficient. The nurse commented that she would like to have left and right descriptions also in local language (B)(6). No further information is available.

Event description:
A bone graft was performed due to the bone became stuck to the implant and came off.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: b5